Event description:
It was reported that the customer has hospitalized due to site infections, high blood glucose, and diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl at the time of hospitalization. The customer was treated with ointment. The customer's mother stated that after a set change, there was a bent cannula observed before the blood glucose ran high and the insertion site had circular rings excreting pus. She also noted swelling, redness, welts almost like hives, and a baseball size rash on the insertion sites, including the thigh, abdomen and rear. The caller requested a different brand of infusion sets due to issues with insertion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.